Event description:
It was reported that multiple occlusion alarms intermittently occurred. Additionally, it was reported that the insulin gauge was inaccurate. Customer changed pump supplies to address the issues. Customers blood glucose level ranged from 180-400 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.